Manufacturer narrative:
(B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported symptoms of discomfort, sore and itchy eyes and excessive dryness. In addition, the consumer reported using medication for eye infection which had no effect. The eye care practitioner completed an event report and indicated that the patient presented with symptoms of discomfort and watery eyes. The practitioner reported the patient had diffuse punctate staining and bulbar injection. There was no corneal edema, corneal infiltrates, corneal abrasion or erosion, corneal ulcer, or indication of microbial keratitis recorded by the practitioner. The practitioner indicated that the patient was compliant with both lens wear and lens care. The practitioner recorded "unknown" for the diagnosis and recommended the patient use over-the-counter comfort drops/artificial tears. The practitioner did not consider the event life threatening or that the event resulted in permanent impairment of a body function or permanent damage to a body structure. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.